Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump seemed to have a delivery anomaly and absence of no delivery. The customer's blood glucose was 10.4 mmol/l. It was explained that there was one time for example where the insulin pump said to deliver 2.5 units, but they calculated and the amount should have been 1.4 units. It was also indicated that the customer had bent cannulas and the insulin pump would not alarm no delivery. It was also reported that the customer went to the endocrinologist; they uploaded and there was 6 days of missing data. The doctor looked at the results and confirmed the pump was not functioning properly. Troubleshooting was not performed. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
The device was received with all operating currents within specification and passed functional testing including the rewind, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device was programmed with a 1.5 u/h basal rate and monitored 3 days. Several bolus were also delivered. The device delivered properly all bolus and basal profiles. All bolus and basal profiles were properly recorded at the bolus, basal and daily total history screens. No delivery anomaly was noted. The device passed the delivery accuracy test. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked case at the reservoir tube window corners and cracked reservoir tube lip.